Event description:
During a paroxysmal supraventricular tachycardia procedure, the hemostasis valve was leaking blood. The sheath was exchanged, and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One swartz¿ braided transseptal guiding introducer, sl0¿, 63 cm length, 8f sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.